Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Country: (B)(6). Concomitant medical products: 00620005422 61487497 shell porous with cluster holes 54 mm o.d. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient was revised approximately 7 years post-implantation due to head breakage. The patient¿s liner and head were removed. Attempts have been made and additional information on the reported event is unavailable at this time.